Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading was 20mg/dl. Troubleshooting was performed and the displacement test passed. It was reported that the customer had seizures and the paramedics were called, then the customer was taken to the hosp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.